Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The device manufacturer's representative (rep) reported that the lead had slid down. There was migration/dislodgement. There was a revision scheduled for (B)(6) 2015. The rep inquired about an anchor removal tool. Medical history includes non-malignant pain. Additional information reported that the physician replaced the lead that had moved on (B)(6) 2015. Intraoperatively they attempted to reposition the lead, but that didn't work. They pulled the lead and placed a whole new one. The rep stated the other lead that hadn't moved was left untouched and remained the same. The patient was getting great stimulation when in post-op. If additional information is reported a supplemental report will be submitted.